Manufacturer narrative:
The company service representative examined the system and confirmed the system message. The psi regulator was replaced and will be sent for in house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This repot was mailed to FDA on: 11/24/2008.

Event description:
The nurse reported that during set up a system message displayed and was unable to clear the system message. The patient was blocked but no incision had been made. The patient was taken out of the or while they borrowed another system. There was a delay of one and a half hours. The patient was re-blocked and the surgery proceeded with no problems. There was no patient injury reported.